Manufacturer narrative:
Investigation conclusion: the pump remains in use supporting the patient. A correlation between the device and the report of infection could not be conclusively determined. Infection is listed in the instructions for use as a potential adverse event that may be associated with the use of heartmate ii left ventricular assist system. Infection has been previously investigated and will continue to be monitored through quality data reviews, which are conducted on production and post product signals to evaluate if products are conforming to product requirements. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
Additional reports of ongoing driveline infection are reported under MFR #2916596-2019-03502, MFR# 2916596-2019-03503 and MFR# 2916596-2019-03457. Approximate age of device- 2 years, 3 months. The patient remains ongoing with the device. No further information was provided. A final report will be submitted when the manufacturer's investigation is completed.

Event description:
The patient was implanted with a heartmate ii left ventricular assist device (lvad) on (B)(6) 2017. It was reported the patient has an ongoing pump pocket and percutaneous lead (driveline) infection beginning in (B)(6) 2018. The patient was periodically treated at the clinic for ongoing infection. The patient had periodic temperature rises to 39 degrees celsius, purulent discharge from the outlet of driveline cable, and infiltration. It was reported the patient was admitted in (B)(6) 2019. Exact event date is estimated. Infection determined to be staphylococcus aureus in (B)(6) 2019. CT with contrast results previously determined local infiltration of adipose tissue in the area of driveline in (B)(6) 2019 and then infiltration in area of outlet cannula in (B)(6) 2019. In (B)(6) 2019, infection additionally determined to be klebsiella pneumonia. The event and treatment were reported as ongoing. No additional information was provided.